Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient brought to or (B)(6) 2014 for instability and pain. No representative was present for the procedure as the surgeon didn't expect anything too remarkable. I was called while in another case with the discussion the tibia was fractured and looking for tibial instruments to resolve problem, which a stemmed #3 tibia was used. On (B)(6) the surgeon told me it was the tibial tray which had fractured not the tibia.

Event description:
Patient brought to operating room (B)(6) 2014 for instability and pain. No representative was present for the procedure as the surgeon didn't expect anything too remarkable. I was called while in another case with the discussion the tibia was fractured and looking for tibial instruments to resolve problem, which a stemmed #3 tibia was used. On (B)(6) the surgeon told me it was the tibial tray which had fractured not the tibia.